Manufacturer narrative:
The current instructions for use for the cangaroo ecm envelope lists 'infection' under potential complications associated with the use of the device. The site investigator has stated on the submitted case report form that the event was not related to the cormatrix cangaroo device or the procedure and was probably related to "poor wound care". A review of manufacturing lot history record shows that the reported lot was released to distribution on 9/27/2016 having met all manufacturing and quality release requirements including product sterility testing. There were no manufacturing deviations or non-conformances associated with the production of this lot.

Event description:
A (B)(6) female underwent a procedure for the insertion of initial implantable cardioverter defibrillator (ICD) on (B)(6) 2017 using a cormatrix cangaroo ecm envelope (cmcv-009-xlg, lot # m16k1227) that was hydrated with a solution of vancomycin (1 gm in 50,000 units) and bacitracin in 1000 cc normal saline. Patient has a history of renal insufficiency, morbid obesity and heart failure. The patient was admitted to hospital on (B)(6) 2017 due to a painful incision. The initial culture performed on (B)(6) 2017 showed corynebacterium and the patient was explanted on (B)(6) 2017. The culture taken at explant was negative. The site investigator states that the event was not related to the procedure and not related to the device. In the opinion of the site investigator, the probable cause is listed as "poor wound care".